Event description:
Customer reported discordant advia centaur troponin ultra, bnp and (B) (4) results due to an operator error. The operator placed the base reagent in the wash 1 position on the instrument. Customer had to issue corrected reports. There was no patient intervention or report of adverse health consequences as a result of troponin ultra, bnp and (B) (4) discordant results.

Event description:
Customer reported discordant advia centaur troponin ultra, bnp and (B) (4) results due to an operator error. The operator placed the base reagent in the wash 1 position on the instrument. Customer had to issue corrected reports. There was no patient intervention or report of adverse health consequences as a result of troponin ultra, bnp and (B) (4) discordant results.

Event description:
Customer reported discordant advia centaur troponin ultra, bnp and (B) (4) results due to an operator error. The operator placed the base reagent in the wash 1 position on the instrument. Customer had to issue corrected reports. There was no patient intervention or report of adverse health consequences as a result of troponin ultra, bnp and (B) (4) discordant results.

Event description:
Customer reported discordant advia centaur troponin ultra, bnp and (B) (4) results due to an operator error. The operator placed the base reagent in the wash 1 position on the instrument. Customer had to issue corrected reports. There was no patient intervention or report of adverse health consequences as a result of troponin ultra, bnp and (B) (4) discordant results.

Event description:
Customer reported discordant advia centaur troponin ultra, bnp and (B) (4) results due to an operator error. The operator placed the base reagent in the wash 1 position on the instrument. Customer had to issue corrected reports. There was no patient intervention or report of adverse health consequences as a result of troponin ultra, bnp and (B) (4) discordant results.

Event description:
Customer reported discordant advia centaur troponin ultra, bnp and (B) (4) results due to an operator error. The operator placed the base reagent in the wash 1 position on the instrument. Customer had to issue corrected reports. There was no patient intervention or report of adverse health consequences as a result of troponin ultra, bnp and (B) (4) discordant results.

Manufacturer narrative:
This event was due to an operator error. The operator placed the base reagent in the wash 1 position on the advia centaur instrument. The customer decontaminated the system. A siemens healthcare field service engineer (fse) was sent to the site to verify system. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
This event was due to an operator error. The operator placed the base reagent in the wash 1 position on the advia centaur instrument. The customer decontaminated the system. A siemens healthcare field service engineer (fse) was sent to the site to verify system. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
This event was due to an operator error. The operator placed the base reagent in the wash 1 position on the advia centaur instrument. The customer decontaminated the system. A siemens healthcare field service engineer (fse) was sent to the site to verify system. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
This event was due to an operator error. The operator placed the base reagent in the wash 1 position on the advia centaur instrument. The customer decontaminated the system. A siemens healthcare field service engineer (fse) was sent to the site to verify system. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
This event was due to an operator error. The operator placed the base reagent in the wash 1 position on the advia centaur instrument. The customer decontaminated the system. A siemens healthcare field service engineer (fse) was sent to the site to verify system. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
This event was due to an operator error. The operator placed the base reagent in the wash 1 position on the advia centaur instrument. The customer decontaminated the system. A siemens healthcare field service engineer (fse) was sent to the site to verify system. The instrument is performing within specifications. No further evaluation of the device is required.